Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: when the ventricular catheter was flushed, the flush came out orange and there was concern that the clindamycin make have been leaching out. No patient injury reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman bactiseal catheter kit (823072) was returned for evaluation. Device history record (DHR): the product code 823072 with lot 7468312 sn n/a, conformed to the specifications when released to stock. Failure analysis: the catheter was visually inspected; no defects noted. The catheter was irrigated, orange colored liquid was noted, a photo was taken, and it's attached. The complaint was confirmed. Root cause analysis: a pale orange color may be noted upon the immersion of the catheter in a solution.

Event description:
N/a.